Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. As a result, the reader failed to function as expected and the customer became hypoglycemic with symptoms of sweating and ¿head turns¿. The customer was unable to self-treat and was provided coca-cola by a third party as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. As a result, the reader failed to function as expected and the customer became hypoglycemic with symptoms of sweating and ¿head turns¿. The customer was unable to self-treat and was provided coca-cola by a third party as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section g3 - (date received by mfg) was incorrectly documented in the previous report. Correct g3(date received by mfg) date should be 7-dec-22.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. As a result, the reader failed to function as expected and the customer became hypoglycemic with symptoms of sweating and ¿head turns¿. The customer was unable to self-treat and was provided coca-cola by a third party as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.